Event description:
Pt implanted on (B)(6) 2011 with orbital rim plate. Pt returned to surgeon complaining that the plate was 'palpable' through the skin and it was 'bothering' him. Pt was returned to operating room on (B)(6) 2012 hardware was removed. Surgeon informed consultant: on an unk date, a 'couple months ago', the surgeon had cut and removed part of the same plate as an in-office procedure due to a dehiscent infection. Surgeon noted at removal: healing of the midface fracture was reportedly achieved at the time of the hardware removal. This is 1 of 4 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, as no product was returned.